Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device component involved in the event:product family: scs-linear leadsupn: m365sc2317500model: sc-2317-50serial: (B)(6)batch: 7079605udi: (B)(4).product family: scs-linear leadsupn: m365sc2317500model: sc-2317-50serial: (B)(6)batch: 7079813udi: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief. The patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.